Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received a data review request, due to notification that the patient with this device passed out. All data was reviewed and no episodes were observed within the most recent 72 hours. Additionally, all measurements were normal and no issues with pacing and or, sensing. At this time there is no evidence of any device product performance issues as root cause; however, no further information was received.